Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.473, lot: 1l08606, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: 07 january 2019, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint devices inter-lock screwdriver combined t25/hexa (product code: 03.010.473, lot number: 1l08606) was returned to customer quality (cq) west chester for investigation. The device was returned with the slider, nut and the screwdriver. During visual inspection, the tip of the screwdriver was found crooked and damaged. Functional test: the slider could not be assembled on to the screwdriver and the nut was not screwed in. The tip of the slider does not align with the opening on the screwdriver. Can the complaint be replicated with the returned device(s)? Yes, the complaint condition can be replicated during functional test. Dimensional inspection: this could not be performed due to the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Sd25/3.5mm hex screwdriver, inter-lock shaft, sd25/3.5mm hex inter-lock screwdriver sliding bar, sd25/3.5mm hex inter-lock screwdriver. Complaint confirmed: yes, the complaint condition can be confirmed during physical device investigation. Conclusion: the sliding bar did not fit onto the screwdriver shaft and the screwdriver was deformed. Hence, the complaint was confirmed. This issue could be due to deformed tip but a definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that pre-operatively on (B)(6) 2021, the scrub nurse was unable to assemble the interlocking screwdriver making it unusable; however there was an alternative screwdriver available to use for the operation. There was no patient involvement reported. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for complaint (B)(4).